Event description:
The company was informed that the pt's device was explanted due to an infection at the implant site. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.